Event description:
It was reported to boston scientific corporation that an extendable jagwire guidewire was used during a stent placement on (B)(6) 2011. According to the complainant, during the procedure while advancing the delivery system for a wallflex stent severe resistance was met and the guidewire would not exit the delivery system. The guidewire was removed and then reinserted. Although the guidewire was able to exit from the delivery system, it was noted that the coating at the tip of the guidewire had detached, exposing the tip of the corewire. The guidewire was replaced and the procedure was completed. There were no patient complications and the patient's condition has been described as "good." Update: (B)(6) 2011. Investigation results revealed that the tip of the guidewire did not detach, but that the ptfe had peeled making this event non-reportable.

Manufacturer narrative:
A visual examination of the return device revealed that the proximal ptfe coating had peeled. The distal tip did not present any anomaly and was intact. Taking into consideration the analysis performed it is possible that unstated procedure and possibly clinical factors may have contributed to the resistance found, thereby causing the ptfe jacket peeled; including but not limited to interaction with other devices, handling of the device and condition of the treated lesion. Therefore, "operational context" is the most probable root cause for this incident. Similar complaint trend review revealed no other complaints reported for lot number 13355399.

Event description:
It was reported to boston scientific corporation that an extendable jagwire guidewire was used during a stent placement on (B)(6), 2011. According to the complainant, during the procedure while advancing the delivery system for a wallflex stent severe resistance was met and the guidewire would not exit the delivery system. The guidewire was removed and then reinserted. Although the guidewire was able to exit from the delivery system, it was noted that the coating at the tip of the guidewire had detached, exposing the tip of the corewire. The guidewire was replaced and the procedure was completed. There were no patient complications and the patient's condition has been described as "good."

Manufacturer narrative:
(B)(4): although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.